Event description:
It was reported that the customer had normal blood glucose levels of 90 mg/dl. The customer reported difficulty rewinding the insulin pump. Assistance in rewinding the insulin pump was successfully provided. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer was advised to monitor the keypad issue and report back should the issue reoccur. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.